Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the left master tool manipulator (mtm). The system was verified and ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted endometriosis resection and hysterectomy benign surgical procedure, that the customer contacted the technical service engineer (tse) to report noise coming from the master tool manipulator left (mtml). The customer had restarted the da vinci system, but the reported complaint persisted. To complete the surgery, the customer used a surgeon side console from another da vinci system. Live logs reviewed at that time did not show any errors related to the noise, and an onsite visit was requested prior to the next surgery. It was later reported that the onsite engineer informed tse that the case associated with this issue had been converted to a laparoscopic procedure in the final stages. It was subsequently reported that the customer called during a later procedure to report ongoing noise from the mtml. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: during the surgical procedure, an intermittent issue was observed with the master tool manipulator left, which did not enter a completely non-functional state but exhibited irregular performance. As a result of this, and because the facility was equipped with two da vinci surgical systems, the surgical team utilized another system (ssc) to successfully complete the procedure. Additionally, the issue was reported specifically during the suturing phase, prompting the surgeon to promptly convert to laparoscopic surgery to ensure patient safety and procedural continuity.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was analyzed, and it could not be replicated during testing on surgeon side console fixture test platform (sftp). No visual defects related to the reported issue were identified during inspection.